Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel/replace belt messages, adjust belt messages) has been confirmed. Upon investigation the electrode belts dn to rear cable, r1 & r2 therapy electrodes and interconnect cable were all missing. The electrode belt was unable to complete essential performance testing. The root cause for missing cable was physical abuse. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient was receiving add gel/replace belt and adjust belt messages.